Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As per the legal department'' bghm (berufsgenossenschaft holz und metall) insurance have reported that there is an increase in lead, chromium, cobalt, zinc and cadmium has been detected in their insured¿s blood and urine. An allegation has been made by the insured patient¿s treating physician that this complaint may be due to the t2 femoral nail implanted in the patient in (B)(6) 2007."

Manufacturer narrative:
The reported event could not be confirmed during the investigation the reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. As requested, the chemical composition (mass %) per astm f136 of the implant's material is given below: carbon less than 0.08. Aluminium 5.5 ¿ 6.5. Vanadium 3.5 ¿ 4.5. Iron less than 0.25. Oxygen less than 0.13. Nitrogen less than 0.05. Hydrogen less than 0.012. Titanium: balance. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As per the legal department'' bghm (berufsgenossenschaft holz und metall) insurance have reported that there is an increase in lead, chromium, cobalt, zinc and cadmium has been detected in their insured¿s blood and urine. An allegation has been made by the insured patient¿s treating physician that this complaint may be due to the t2 femoral nail implanted in the patient in 2007."